Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The log was downloaded and reviewed finding errors related to the complaint. The receiver case was opened and the internal inspection passed. The allegation was confirmed. The root cause could not be determined.